Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient's bg (blood glucose) levels reached 300 mg/dl. Patient reported also having a foot infection. The patient was treated with IV (intravenous) insulin, IV fluids, and IV antibiotics. It was discovered the pod had given a shut-off advisory in which the patient did not respond to, prompting the pod to shut off and require a new pod to be activated. Patient reported running out of pods and having to switch to an alternate form of insulin delivery which did not adequately control her bg levels. The patient was released in 5 days and prescribed insulin, antibiotics, and pain medications but she cannot recall the name, dosage, frequency, or length of use.